Event description:
Independent repair center customer alleged unit will not start and the key failure is the compressor is noisy. Additional malfunctions include the power switch for the control had a short circuit.